Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alleging the insulin pump was under delivery. The customer¿s blood glucose level was 289 mg/dl at the time of incident and current blood glucose level was 344 mg/dl. The customer did provide details regarding symptoms such as nausea. The customer treated with the bolus. Customer stated that battery out limit error. Customer states the drive support cap appears normal. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer stated that the performed high pressure test. Troubleshooting was performed. The product will not be returned for analysis.